Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-11720. It was reported that the right atrial lead was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.